Event description:
It was reported that during a low anterior resection procedure, the surgeon placed the device and wound up to extend trocar as normal, joined the trocar and wound down. However to reposition the instrument, he then wound up and replaced. When he eventually fired, the device did not appear to fire properly. There was no crunch and the staples were already visible in the pelvis. The knife appeared to have at least partially fired. During the case, two nurses held the device as it was difficult to get in place. But the surgeon is sure that the safely was not taken off and not fired before surgeon was ready, and by himself. Also when initially placed, the surgeon wound the gun down forcefully and it appeared to go 1/2 turn beyond the normal turning. The surgeon worried that he may have forced the gun and that this may in some way have instigated firing sequence. When the device appeared not cut and staple properly, the surgeon did a "pull through" technique. The pt was young, 44, although the failure did not end in a colostomy, as muscle was involved, it is very likely that the pt will have some fecal incontinence.

Manufacturer narrative:
Eval summary: the analysis results found that the device arrived in good visual condition with void of staples and with the breakaway washer uncut, indicating that the device has not been fired through a full firing stroke, or the anvil was not reattached correctly. After further analysis, it was noted that the locking springs on the anvil had marks. It is possible that a clamping device was clamped on the locking springs. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The mfg records were reviewed and no anomalies were found during the mfg process.